Manufacturer narrative:
Exemption number e2015055. The 2 reported devices were received for evaluation; event was confirmed during testing. Evaluation found internal corrosion within both devices upon disassembly. These devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. These devices is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the devices overheated. There was no patient involvement; no patient impact.